Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 the cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it is likely related to the patient¿s ¿very disformed and medialized glenoid¿. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised approximately 4 months post operation. Reason for the revision is unknown. Everything was removed and replaced by a hemi. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6), 320-10-10 - equinoxe reverse tray adapter plate tray +10; (B)(6), 320-40-13 - constrained humeral liner, 40mm, +2.5; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm; (B)(6), 320-32-40 - expanded glenosphere, 40mm, for small reverse; (B)(6), 320-35-08 - small superior/posterior augglenoid plate,right; (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x ; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.